Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by a patient that yesterday the clear advantage sheath stuck together preventing urine flow. It was later reported that the patient alleged to be in complete agony and was in tears from the pain. He stated he had to use scissors to relieve it. The patient alleged that this has deformed his foreskin, and caused his penis to swell due to the pressure.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "place rolled end over the end of the penis leaving a small space between the end of the penis and the cup o the sheath., if uncircumcised do not retract the foreskin but allow it to remain over the glans. Avoid contact between the adhesive and the glans. Slowly unroll the sheath along the shaft of the penis, then gently squeeze the sheath around the penis to ensure even adhesion. Try to avoid leaving a rolled 'collar' of sheath around the bas e of the penis." (B)(4).

Event description:
It was reported by a patient that yesterday the clear advantage sheath stuck together preventing urine flow. It was later reported that the patient alleged to be in complete agony and was in tears from the pain. He stated he had to use scissors to relieve it. The patient alleged that this has deformed his foreskin, and caused his penis to swell due to the pressure.